Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
Solero 19cm applicator opened and tested at 100w for 10 seconds. All fine. Doctor began burn of 140w for 4 minutes; after 1.5 minutes the machine stopped stating 'coolant warm'. The coolant was not warm, it was still quite chilled. They tried to get machine to finish the burn but were unable to restart the machine, as it continued to say 'coolant warm'. Removed the tubing. Turned machine completely off and then on again. Warning signal continued. Opened a second 19cm applicator and as soon as it was tested it also stated 'coolant warm'. The doctor determined to try another method of treatment and the unit was switched out for an rfa machine. Due to unknown reason, the doctor then decided to try the solero unit again, at which time the procedure was successfully completed. The patient was reported as stable post procedure. Due to the malfunction of the two 19cm probes, there was a procedure delay of at least one hour with the patient under ga. This delay is consider a potential patient safety issue. The reported disposable devices have been returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation were two solero probes. As received, both probes were bent. The reported complaint (error 209) was confirmed for device 1, but there was significant physical damage in the form of bending to both devices. The bending forces placed on the shaft, which caused permanent deformation, could be adversely affecting the rate of fluid reaching the distal end of the shaft. The root cause for the 209 failure is believed to be gaps created in the device, but it is unknown whether these gaps were created as a result of severe bending to the devices, or component related issues. Due to an increased frequency of complaint events associated with error 209, a CAPA has been initiated to investigate the root cause of this issue and determine applicable corrective actions. A review of the solero probe assembly process was performed to determine how assembly of components can affect fluid flow through the device. The CAPA has implemented 2 process changes for the probe shaft sub-assembly (s/a); new press inserts implemented on 10-apr-2019 and joggle jig on 22-may-2019. Both of these were implemented to make the assembly of the semi-rigid/thermocouple into the probe shaft more robust for coolant flow. The reported packaging lot had probe shaft s/a's manufactured before both of these changes. A review of the lot history records was performed for the reported solero applicator lot number 5466354 for part number h7877001060020 for any deviations in manufacturing process related to the reported defect of the complaint. The review confirmed that the lot and the associated components used within the lot all conformed to manufacturing processes and testing. The instructions for use, which is supplied to the user with the solero applicators, contains the following statement; "obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).